Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is in process. The patient also had another device implanted. Device not returned.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. Per the operative report of six months prior, at the end of the operation, "the patient was transported from the operating room with the chest open to instensive care unit with sponges packed in the mediastinum in crtical, but stable condition."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Literature: o'sullivan d, pell m. Long-term follow-up of dbs of thalamus for tremor and stn for parkinson's disease. Brain res bull. 2009; 78(2-3):119-121. Summary: dbs of the vim nucleus of the thalamus maintains long-term benefit for tremor due to essential tremor or to severe tremulous parkinson's disease. As far as bilateral stn stimulation, it maintains the benefit for the movement disorder aspect of parkinson's disease, such as tremor, rigidity and bradykinesia, but in the author's experience, does not prevent the progression of the disease and therefore, is of no benefit for the non-dopaminergic aspects of the disease. Event: it was reported that the patient experienced an intraventricular hemorrhage. The patient died 6 weeks after surgery, due to extensive thalamic hemorrhage. It was reported that this patient was on aspirin and failed to cease it despite instructions to do so. Patient failed to provide information regarding the continued use of aspirin.